Event description:
It has been reported that the device is intermittently failing to maintain a ready state after passing self-test, with delayed onset of triple chirping and associated readiness fault indications.